Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range shocking lead impedance measurements detected via the patient remote monitoring system. No x-ray or fluoroscopic imaging was done and when impedance was checked in all shocking vectors, an acceptable range was obtained. The patient will continue to be monitored . The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.